Manufacturer narrative:
It was determined this report number (3004209178-2017-05729) is a duplicate of report numbers 3004209178-2017-05638 and 3004209178-2017-05640. To this end, all additional information received will be submitted under report numbers 3004209178-2017-05638 and 3004209178-2017-05640.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Device used for off label indication. The indication the device was used for was depression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported that the clinician programmer displayed the message that the delivered amplitude may be lower than the selected amplitude. It was stated the patient¿s programmer displayed the call the doctor icon as well. No environmental/external/patient factors were described that may have led or contributed to the issue. The patient¿s impedances were normal for both implantable neurostimulators (ins), and the patient was doing well with the therapy. It was stated the patient¿s settings were not altered as a result of the message. The message appeared on one of the ins¿s, but the hcp didn¿t indicate whether it was the left or right ins. No action was taken as the patient was doing well and was having no other issues. It was further stated that the hcp didn¿t know the reason for the message, but the patient was programmed on high amplitudes to achieve therapeutic benefit so that might be the cause for the message. It was unknown if the issues was resolved. The hcp may bring the patient back in at a future date to possibly alter the settings. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for depression. Additional information was received from a manufacturing representative. It was reported that the patient¿s right ins continued to have the oor message displayed. Impedance checks were taken again and a short circuit was found between contacts 0 and 3 of 63 ohms. The short circuit is not impacting the patient¿s therapy. The patient¿s healthcare provider will continue to monitor the impedances, and no further action is planned. No complications or further complications were reported.